Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The unit batteries and charger system were verified. The imaging system was found to be fully functional. The imaging system successfully passed the system checkout. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system wasn¿t holding a charge. There was no patient present when this issue was observed.